Event description:
It was reported the device was used during an unknown procedure. It was reported the hp052 was not working properly. It was unknown how the case was completed. There was no consequence to the pt.